Event description:
Nurses were attempting to defibrillate a patient in v-fib, (age unk) and the device failed to discharge at 120 joules. The nurse placed the paddles back into the paddle wells, turned the device to monitor mode, and then back to defib mode. The device then successfully discharged 150 joules. Complainant indicated that the nurse was not using defib gel. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.